Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The archives from the procedure were sent to medtronic for evaluation. The archives found that the site did not map the proper anatomy of the patient model. It was noted that the registrations were at the back of the exam model where the head is cut off and the second being focused on the top of the head. The navigation system displayed that the registrations were imprecise and prevented the user from continuing to navigation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the site was unable to complete the registration of the patient. It was reported the registration dots on the patient would not track correctly and that the initialization would not complete. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.